Manufacturer narrative:
The customer reported that the system had low energy while used with a slit lamp. There was no reported patient impact. The company representative examined the system and was able to confirm the reported event. The company representative tested the system and found that when using the slit lamp, the system did not met product specifications, but when using an endolaser probe the system functions as intended. The company representative suggested that the slit lamp fiber be replaced; however, the customer declined the service. The system was manufactured on february 17, 2010. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did indicate 2 related report(s) for this system serial number. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, low energy from the laser was experienced. The procedure was completed using the same equipment. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).